Manufacturer narrative:
(B)(4). Medical product: biomet microfixation tmj system right standard mandibular component catalog #: 24-6545 lot #: 183570, biomet microfixation tmj system right fossa component, small catalog #: 24-6562 lot #: 216350, biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: 190720, biomet microfixation "2.4mm" system ht cross-drive screw, 2.7x10mm catalog #: 91-2710 lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw, 2.7x12mm catalog #: 91-2712 lot #: ni, biomet microfixation tmj system cross drive fossa screw, 2.0x7mm catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw, 2.0x9mm catalog #: 99-6579 lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00754, 0001032347-2018-00756, 0001032347-2018-00757, 0001032347-2018-00758, 0001032347-2018-00759, 0001032347-2018-00760, and 0001032347-2018-00761.

Event description:
It was reported by the patient "her right implant is dislocated and has bone overgrowth and the left side has bone fragments". No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following sections within the MDR were updated: this follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance report was reviewed, there is no non-conformance listed on the database for this part and lot. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.